Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the universal surgical manipulator (usm4) for evaluation. Additional information is being gathered to determine the contribution of the usm4 to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer encountered repeating 32101 errors on the universal surgical manipulator (usm4). The customer attempted power cycling the patient side cart (psc) but the issue remained. The customer located a spare psc for the case. The procedure was aborted to another dv system with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. In the system logs, error 32101 was found, confirming the issue occurred in the field. Upon visual inspection, no issues were found related to the reported event. The distal set up joint (suj) was installed onto a golden system where no faults occurred in normal mode and the unit functioned as expected. The unit was tested on a patient side cart fixture test platform (pftp) where it passed all relevant testing. The event was confirmed based on error log review; however, the issue was not able to be replicated during in-house testing.

Event description:
Refer to h11 for follow-up information.